Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was having a steering issue with the patient side manipulator (psm) 2. The caller indicated the movement felt inverted. Following troubleshooting attempts, the issue persisted. Intuitive surgical inc. (Isi) technical support engineer (tse) noted a camera issue could be excluded, since psm1 and 3 were working normal. The surgeon completed the surgery without psm2 and by using psm3 instead. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned psm confirmed the customer reported complaint. The unit was returned for failure analysis and the reported (error 23007 axis 2) was able to be confirmed during power up. The axis 2 brake will be replaced as a fix.